Event description:
Reporter indicated a vns wand failed to program. Troubleshooting included replacing the (B) (4) battery, unplugging the computer from the wall, and checking all connections; none were helpful. The wand has been requested for return, but has not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.